Event description:
On (B)(6) 2010, pt reported she is trying to change the insulin cartridge, but the piston rod will not retract. Pt stated she just inserted a new battery prior to the call in an attempt to get the piston rod to retract on her own. Had pt remove the battery and reinstall it. Had pt attempt to retract the piston rod, but the piston rod would just make a humming noise as it tried to retract. Pt reported the piston rod would not spin or turn or move at all. Pt stated since insulin was spilled into the cartridge chamber, she has had numerous error messages on her infusion device. Pt is currently not home and will attempt to obtain injections as alternative therapy. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.